Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown intrathecal medication via an implanted pump for an unknown indication. It was reported the patient was working on their home and ¿fried their pump.¿ this patient did not have any environmental exposure. Further information was not provided. No further complications were reported/anticipated or expected.